Manufacturer narrative:
The device and the lens were returned separately inside the open blister tray in the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted into the loading area. No damage was observed to the device. The lens was returned adhered in dried solution to the exterior of the device nozzle. No damage was observed to the lens. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the complaint of ¿lens flipped as he was attempting to load lens into patient's eye". The lens was returned separate from the device. No damage was observed to the lens nor to the device. It cannot be confirmed if the lens was in a proper position inside the device during advancement. The plunger was retracted upon return. The plunger position in relation to the lens and haptics during advancement cannot be determined. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position can result in a lens damage or other negative outcome. It is unknown if the qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens flipped. There was patient contact but no reported patient impact. The surgery was completed the same day.